Manufacturer narrative:
An abbott field service rep (fsr) visited the customer site and found that the integrated chip technology (ict) module aspiration tubing was clogged. The fsr replaced the ict module's aspiration tubing and calibrated ict module. Subsequent precision and controls runs were within specs. The customer required no further assistance. This issue is addressed in the aeroset system operations manual; 200155-101- november 2004, in the troubleshooting section entitled, ict module tubing has bubbles. This is a final report.

Event description:
The customer states that discrepant results are being generated on pt samples on the aeroset analyzer. The customer gave an example of one pt's sample generating the following results (initial: retest): potassium = 2.1 mmol/l:4:1 mmol/l; sodium =<100 mmol/l: 139 mmol/l; and chloride = 72 mmol/l: 104 mmol/l. The customer states that no suspect results were reported from the lab. The customer requested a service call. There is no impact to pt management reported.